Event description:
Loss of osseointegration.

Event description:
Loss of osseointegration. The material number has been updated. The corrected information is provided in this follow up report.

Manufacturer narrative:
The material number has been updated. The corrected information is provided in this follow up report.